Event description:
The insulin pump was returned for functional testing. Nothing further was reported.

Manufacturer narrative:
The display was blank due to an anomaly isolated to the liquid crystal display board.